Event description:
Alaris pump alarmed and upon looking at pump, noticed buretrol disconnected from IV bag of ha and hanging upside down, unable to infuse. Tubing disconnected at top of buretrol insertion point. MFR's microscopic inspection noted that the burette top cap tubing port did not contain any evidence of solvent. Solvent is applied during the mfg process. Cause of event as determined by MFR was a mfg issue due to no solvent being applied during the mfg process. Blood sugar dipped to 63. Immediately after the event, new fluids were hung and the pt's blood sugar returned to baseline.